Manufacturer narrative:
(B)(4). Approximate age of device ¿ 45 days. The pump was not explanted and therefore was not available for evaluation.a correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient suffered a left middle cerebral artery stroke with neurologic dysfunction described as right hemiparesis. The patient had not been discharged post-implant. At the time of the event, the patient was on warfarin and IV heparin bridging. The patient's inr was 1.24 and the partial thromboplastin time was 102.4 seconds. The customer reported that the patient¿s family elected to withdraw care. On (B)(6) 2016 the lvad was powered down and the patient expired moments later. The patient¿s cause of death was reported as multi-system organ failure and left middle cerebral stroke. The customer reported that the patient was intermacs 3 at the time of implant and had no pre-existing right heart failure or multi-system organ failure that they were aware of. No additional information was provided.